Event description:
New information received notes that the physician alleged that the device caused or contributed to the event.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. A hybrid anomaly was found to be the cause of the high current drain and premature battery depletion.

Event description:
New information received notes that the device was explanted and repalced.

Event description:
It was reported that a patient presented in-clinic with premature battery depletion noted on the patient's implantable cardioverter defibrillator. No intervention was reported but surgical intervention was planned. The patient was stable throughout.